Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported per the physician, that the patient's diaphragm was elevated before the ablation and that the pneumonia was caused be something other than the medtronic products/procedure.

Event description:
It was reported that following an atrial fibrillation ablation procedure using the sphere-9 catheter, the patient was admitted to the hospital with pneumonia and was found to have phrenic nerve paralysis; the right diaphragm was slightly elevated. The phrenic nerve appeared to be possibly damaged post-procedure, with radiofrequency performed anterior to the right veins. Phrenic pacing was performed prior to radiofrequency delivery, but capture was never confirmed or marked. The patient was hospitalized over the weekend. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.